Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cranial vault bone fixation procedure, the device's thread broke easier and the needle much poorer quality. In addition, the needle popped off easier than other. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.